Event description:
It was reported to philips that the system's geometry was restarting on its own. Upon rebooting, the system was unable to boot and stalling at the countdown timer. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. Dear sir; I have a problem with the following system: allura fd20/10 722029-52 allura xper 8.2.16 problem description: the customer complaint of geometry restarting randomly during the procedure so they restarted the system a couple of times, after that a blue screen appears on data monitor, and then restarted the system but it hangs during splash screen sometimes on zero and sometimes on a random countdown number. First day: when I arrived at site I tried many times to start the system but with no luck, sometimes it start to load the personal data then hangs and sometimes when splash screen counter reaches a random countdown number it also hangs. I re-installed the complete software, but when I imported the factory database configuration ¿we don¿t have any backup for the system¿ and the license, I restarted the system and splash screen counts to zero then stops ¿nothing opens¿ and I¿m also unable to log into service via ctrl+alt+s ¿after entering the ist password, an error message appears: the system is unreachable, cannot establish a connection¿ system trouble shooting points to the host pc, I removed and reseated the host pc connections, replaced the hdd and reinstalled the software again, still when importing the license and rebooted the system it shows the same issue. Before importing the configuration and the license, I managed to go into the field service framework but the post and the logs were not very helpful since nothing is activated and most of the post is not done yet. Pc status is correct. Network switch reseated, seems like working normally. I also swapped between the crcb and the main cabinet switch just to test if it will continue opening the system. See attached images. My second try was reinstalling the complete software, after that the system will bootup and the application starts. But after importing the license only ¿without the configuration or any backup¿ it goes back to the same error ¿splash screen stuck at zero and I¿m unable to log to fsf via ctrl+alt+s¿ another try was: reinstalled the hdd with the software installed on it without any file imported ¿also took an image of it¿. Rebooted the system five times and it boots normally and starts the system normally. Here is what I done after: ¿ I start importing the configuration one by one and restart the system to see where is the issue might be, the message ¿connection to system lost¿ appeared after I imported the fscid. ¿ installed the software image again and imported only the license file, noticed that the software opens but the logfile shows errors related to license file not checked, and post fails. ¿ with all these tests there was always an error message ¿emergency activated, please reset¿, but I¿m not sure if this is a real error or if this is caused by wrong configuration. Another test was to reload the good sw image and tried to configure the system myself, but it keeps giving me an error related to image detection lateral fsa, see attached image. Final test was to reload the software image again and import the configuration without the fscid, same result. Note: regarding the emergency activated error message: I followed the troubleshooting for it, geo module communication is good, the emergency led on geo I/o module is off, completed the troubleshooting but I couldn¿t check the logs, and the post all failed for geometry. Second day: swapping between switches done with the same issue, tried to disconnect each network cable and check if I¿m able to start the service software but failed. It looks like some other module preventing the host pc from starting up or entering into fsf. So when the software starts without any configuration it can continue normally, but when its configured the problem starts and I¿m unable to log into fsf. Lateral and frontal ip-pc starts normally, connected an external monitor to them, also xtravision pc is starting up normally. Geo ipc starting normally. While starting up after the configuration imported, xper module starts negotiating with xper services, then a message appears in the xper mudule below screen ¿switching is impossible, call service¿, meanwhile the start-up counter stops at zero same as before. Please also check the logfile taken from the system after installing the software and doing some configuration. You can find there is no communication with flat detector controllers for both lateral and frontal ¿it could be caused by wrong configuration¿. Also from download board software fd controllers are red, table height are red see attached images and. Note that when installing the hdd with the software that I imported the configuration to, all modules start-up and there is no red led on the geo I/o box and the geometry starts and locks. And when installing the hdd that contains the software without any imported configuration or files, not all modules starts up, lateral slb is off and scc3 can is red, geometry doesn¿t initialize or lock. Current status: hdd with complete software installation and configuration imported is installed, after restarting the system the splash screen stuck at zero and im unable to login via ctrl+alt+s. When trying to configure the system step by step, it gives me an error related to lateral psa, lateral pc was on so it could be something else within the lateral system, is there is a way to send me the system configuration, or can I configure the system as a monoblane not a bi plane to exclude the lateral. And in all cases it should allow me to log into service during system starting via ctrl+alt+s. Please advice asap. Best regards, (B)(6) field service engineer (B)(6). Intermed-pal company /palestine (B)(6).